Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed stuck button. Customer was assisted with troubleshooting for stuck button alarm. Customer's blood glucose was 296mg/dl at the time of the incident. The customer treated with the insulin pump and declined troubleshooting for the high reading. Customer stated that they did not press the button down for three minutes or longer. The customer stated that the alarm was stifled and they only heard and felt the vibration. The customer was able to clear the alarm and the buttons were working/responding. The customer was advised to the insulin pump. The insulin pump will not be returned for analysis.